Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va15bn2, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that this was her third infection and third round of antibiotics. The patient has to keep going back to the doctor. Area of infection had drainage and experienced pain. Patient stated the first infection was after surgery on (B)(6) 2016. Two days after surgery she started itching around the tailbone area. There was a rash. She called the rep and he said to go back to the doctor. Patient stated she had bumps that were infected and were seeping through her underwear everywhere. She said they did not do a culture. The doctor put her on antibiotics for 10-14 days, and then had her come back to have the rash checked. Patient stated when she went back it was still itching a little bit. She said there was one spot that didn't feel right to her. It was right at the lower back right below the dimple on the back. It was healed but when you rubbed on it felt like fluid under it. The second infection was at the incision on the right but cheek and it was leaking and infected. The doctor cleaned it real good and squeezed it all out, and sent her home with a second round of antibiotics. That incision healed but that one spot still never felt right like fluid was in it. About 12 days ago she had her husband look at it and he said it looked infected. The patient put hot packs on it until it broke open and all sorts of blood and puss came out. She cleaned it really good with alcohol and the next day went to the doctor. The doctor cleaned it really good and put her on her third round of antibiotics. Patient was supposed to see the doctor last wednesday but she didn't go because she didn't feel good. Patient said she was still sore. The soreness was migrating over to where the device was. It aches from the device to the tailbone. The patient stated that when she sits in the car or in a recliner it hurts all over and real uncomfortable. The infection was infection was not confirmed. Patient stated she had been working with rep whom was aware of her first infection and the device no working for her. She said she called him last saturday and he called her back on sunday. Not sure of what she knows and exact dates so the date of the call was noted. The patient was on oral antibiotics. The patient wants to have the system removed. She stated she hasn't finished paying for the first surgery and she was having the device removed but she will not be paying for the second surgery. The patient added that on saturday she broke down and started crying. She was driving home and couldn't lean against the seat and called rep. This was when she had it and wanted the device out. The patient stated that the device worked for the first two weeks and then it didn't seem to work for the bladder urge frequency. She doesn't know what happened but she went a lot. Patient stated she has had the device off for the last three weeks and it was the same as when she had it on. Additional information reported 4 days later representative spoke to patient on the day of this call. She reported that she saw her physician on wednesday and after 3 infections, her physician said she should have it removed. The patient reports that the system was off. She would keep it in but she was having pain when she sits and the physician noticed a lump where the wire was at. She wasn't sure if it was due to scar tissue or the wire. Patient may have the device explanted next week or the following. Additional information reported (B)(6) 2016 that the representative indicated that the only thing he was made aware of was that the patient wanted the device explanted due to multiple infections and being administered antibiotics. The rep was made aware of this "roughly two weeks ago". The rep advised the patient to work with her hcp. As of the date of this call the device had not been explanted. The patient's indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018 who indicated that the device had been removed 4-6 weeks after implant due to infection. Additionally, the patient indicated that the implant had not helped with their symptoms anyway despite multiple attempts at changing settings. The explant had already occurred at the time of the report. There were no further complication reported or anticipated.